Event description:
As reported, the hub of two 5f 11 cm avanti plus catheter sheath introducers (csi) broke off when withdrawing the wire and dilator after insertion. The sheath was removed all together and manual compression was held at the site. There were no reported injuries to the patient. The device was stored and prepared in accordance with the instructions for use (IFU) and was kept in the procedure room prior to the procedure. The facility does not use room sterilization methods involving ultraviolet (uv) light or o-zone. There was no damage to the device prior to use, no difficulty inserting the dilator into the sheath, and the luer hub of the dilator did not kink or bend during insertion. The dilator was snapped into place at the hub prior to insertion of the sheath. Vascular access was obtained via the left femoral vein, which was neither calcified nor tortuous. There was no difficulty experienced during insertion of the sheath and dilator into the patient, and there was no difficulty withdrawing the dilator from the sheath prior to the separation occurring. The devices will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.